Event description:
The customer reported that she was hospitalized due to high blood glucose levels over 600 mg/dl. The customer had changed the infusion set one day prior to being hospitalized. The customer removed the infusion set at the hospital, and the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Found that the customer changes the infusion sets every three to four days, and that she doesn't always bolus for meals. Advised the customer to change the infusion sets every two to three days. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.